Event description:
An optometrist reported a consumer experienced corneal sloughing, infiltrates, palpebral and conjunctival injection, photophobia, tearing, and foreign body sensation following the use of this product. In a follow up, the optometrist reported that the consumer is now using another contact lens care product (unnamed) and his contact lenses were replaced. The optometrist reported the events were slowly resolving. In a follow up from the consumer, she reported that following the use of this product she experienced her eyeball hurting, heavy watering, light sensitivity and the eyes were puffy and swollen. The consumer discontinued the use of this product and stopped wearing her contact lenses. The consumer reported that she was treated with two different antibiotics and used an over the counter artificial tear.

Manufacturer narrative:
The lot number and expiration dates for the returned products are 181360f (11/30/2011), and 179021f (01/31/2013). Additional info: manufacturing dates: 181360f - 11/2010, and 179021f - 01/2011. Eval summary: the three samples were returned by the customer. A visual examination showed the bottles with no tamper seal returned. The exterior of the bottles showed dust and hair on the cap and shoulder of the bottles. The caps were removed to observe the solution. The solution appears clear with typical color, clarity, and odor. Review of the complaint history showed one other complaint for eye irritation reported for lot numbers 185245f and 179021f. There were no other complaints for lot 181360f. Review of the compounding, and packaging manufacturing batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all product lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. These lots met all release criteria prior to product release. No root cause can be determined. Additional info was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received from the consumer on (B)(6) 2011. A completed questionnaire was received from the optometrist on (B)(6) 2011. (B)(4).